Event description:
On (B) (6)2010, baxter received a voicemail message from the facility indicating that there was a possible free flow involving a flo-gard infusion pump. Additional information received by baxter product surveillance on 06/10/210 is as follows: there was a free flow incident that occurred on (B) (6)2010 in a neonatal intensive care unit (nicu) that involved an infant born (B) (6). The incident included a rapid infusion of 250ml of d10, infusing into the patient in less than an hour, which was discovered by the registered nurse who had returned to check on the infusion and found the bag to be completely empty. The programmed rate was set to run as a primary infusion at 10.7ml per hour. The newborn's blood sugar level increased to over 700 mg/dl and required medical intervention. It was reported that the baby is now doing fine. The following additional information was provided by the facility's director of compliance (dc) on 06/15/2010: early the morning of (B) (6)2010, the infant was admitted to the nicu with bronchiolitis from a meconium stain and a high respiratory rate and was placed on d10w to infuse at 80ml/kg/day. Following the freeflow event on (B) (6)2010, at approximately 1500 the infant's blood sugar level was 700 mg/dl. The infant was just given fluids and the blood sugar levels were monitored. It was indicated that at 1600 hours, the blood sugar level was 444mg/dl, at 1700 hours, it was 167, at 1800 hours it was 122, at 2300 hours it was 72, and continued to be within normal limits after that. The dc indicated that the initial high blood sugar level resolved on its own and the patient was discharged the evening of (B) (6)2010, without further problems. No further information was available.

Event description:
The following additional information was obtained from global pharmacovigilance on 06/17/2010: the patient?s apgar score at 1 minute was 6 and at 5 minutes, was 8. The patient's estimated date of confinement (edc) is 39.5 weeks. The patient was admitted to the hospital for oxygen desaturation and a chest x-ray indicating a viral syndrome or bronchiolitis. It was indicated that the infant was delivered on (B) (6)2010 at 0947 hours. The patient had been admitted to the critical care unit for respiratory issues. However, it was discovered that the infant had a low blood sugar of 86mg/dl at 1000 hours. The nurse initiated the infusion and then discontinued the infusion and turned the pump off. The intravenous line was left in the pump with the d10w hanging. The nurse noted one hour later that the bag had less fluid in it. At 1400 hours, the blood sugar was at 390mg/dl. At 1500 hours, the blood sugar reading was 600mg/dl and was rechecked and showed to be 700mg/dl. The bag was then removed and the physician was contacted and ordered intravenous fluids and to have the patient's blood sugar checked every hour. It was indicated that the blood sugar reading of 122 was at 1730 hours and not at 1800 hours as previously reported. The other blood sugar readings, and the times they were taken, are correct. It was indicated that the event resolved, and the blood sugar levels were within normal limits within two and a half hours. The patient was discharged on (B) (6)2010. No further information was available.

Manufacturer narrative:
(B) (4)the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: an event history / data log review was performed finding that there were seven alarm 3, two alarm 2 and one alarm 1 recorded in the log. Alarm 1 is an air bubble detected in a run mode. Alarm 2 is a downstream occlusion was detected. Alarm 3 is a downstream occlusion was detected. No failure codes were found and no events were recorded on the reported occurrence date. The last infusion settings in the pump?s memory were: primary rate: 999ml/hr and volume: 0ml, total volume infused: 545ml, secondary rate and volume: 0ml. The pump's configuration was reviewed: insert clamp: off (default: alarm) and the rest were found set to default. The pump passed the self test on ac power and tubing was loaded. The free flow prevention test was performed and passed. One hour accuracy tests were performed on primary. At the customer's rate of 10.7ml/hr, the pump delivered 1.40% and at a rate of 125ml/hr, the pump delivered 1.21%. Ten hour accuracy test was performed on primary at the customer?s rate of 10.7ml/hr and delivered 0.81%. All accuracy tests passed within specifications . The safety clamp gap check was verified and passed testing. The pump's configuration setting was accessed and set the insert clamp to alarm (default setting). The following tests were performed: slide clamp mechanism test, panel lock test, force sensing resistor (fsr) test, air alarm test, up and downstream occlusion tests. All tests passed. The tubing was loaded, the door was closed and opened, the tubing was unloaded, and the blue slide clamp was moved then turned numerous times. No problem was found. No visual damage was found on the pump head, door assembly, door latch or roller. The back plate was not sticking. There were no cracks on the top or bottom door hinges. Dried fluid was found on the following: communication port, panel lock, slide clamp, tubing guide exit, pumping fingers, under the latch roller, bottom of door and door cover. The rear housing was opened and inspected for loose connections or damage and none was observed. Dried fluid was found on the bottom front housing and slide clamp. No problem was found on the cpu printed circuit board (pcb) and sensor pcb. The assignable cause of the reported problem was undetermined. The reported condition was not confirmed or duplicated. The pump passed all accuracy tests within specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B) (4).